Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic retossigmoidectomy procedure, the surgeon was able to press the green button but was not able to squeeze the handle, hence the device did not fire. It was also reported that the trocar had a damaged seal that was disengaged. A new stapler and cannula were used to complete the procedure. There was no patient injury.